Event description:
Heartware lvad electrical fault alarms due to presumed driveline damage, pt underwent vad pump exchange heartware--> hm3. He was admitted from home for high watt and electrical fault alarms due to internal driveline damage. He was taken for urgent hvad-->hm3 pump exchange on (B)(6) 2022. FDA safety report ID# (B)(4).